Event description:
It was reported that the patient with diabetes experienced persistent elevated glucose readings while using the system in loop mode. The patient stated they had recently opened a new insulin vial that was confirmed to be unexpired. The patient reported being ill and had only taken tylenol. The patient also stated that their glucose levels had been elevated over the past two weeks, and their healthcare provider advised no therapy adjustments at that time. The patient reported administering a total of 46 units during the event; however, some insulin did not enter the body due to the cannula not fully inserting. The patient confirmed smelling insulin and noted that the cannula was not inserted upon removal of the infusion site. The event occurred during infusion and there was no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.